Manufacturer narrative:
Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 09-sep-2025, pentax medical became aware of an event involving a pentax medical video bronchoscope model eb19-j10, serial number (B)(6) in china within the apac region. During cryotherapy and balloon dilation with a bronchoscope, the endoscopic image gradually became dark and blurry. As a result, the treatment site could not be accurately identified, so the procedure was discontinued and rescheduled for another day. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information. B4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was a darker image. A pentax engineer consulted with hospital staff and confirmed that the malfunction was identified during the pre-use check. No patient harm occurred, and the examination was rescheduled for another day after coordinating with the patient. Insufficient image brightness may arise from various factors, including damage to the lcb or diminished lamp life in the processor. The device was repaired by a third party and returned to the hospital. Because the device was not sent to pentax for repair and the hospital did not receive information on the cause from the third party, it was difficult to determine the specific root cause. Based on the investigation, the cause could not be determined because the equipment in question had been repaired by a third party. The hospital was reminded to perform a comprehensive functional check of the equipment in accordance with the manufacturer's instructions prior to use. Investigation completion and return date: 13-oct-2025 a device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 29-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 17-dec-2021. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.